Event description:
It was reported that a continuous glucose monitor (cgm) displayed an error, identified as cgm error 42. The caller's blood glucose level remained unaffected by this issue. Technical support provided guidance on resetting the pump, and the caller successfully initiated a new sensor session, resolving the error.